Event description:
Pt on mgs04 machine on for 1.5mg/hr. Pt called with complaint of nausea, dizziness, feeling awful. Imed pump checked and found mgs04 pouring in. Mgs04 discontinued immediately. Mgs04 level done. Calcium gluconate given.